Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the middle part of the display screen did not light up. The complainant indicated that there was no patient involvement in the reported malfunction.